Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional information (patient outcome, device lot and model number) has been requested but not received. If additional information is received, a final report will be sent. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. If the lot number is provided, a DHR review will be performed. The diamondback 360 coronary orbital atherectomy system instructions for use manual states that perforation is a possible adverse event that can occur with use of the system. Csi ID: (B)(6).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for treatment via pedal access as a final attempt to avoid amputation of the patient's foot. A vessel perforation occurred in the posterior tibial artery during the procedure. An angioplasty balloon was inflated and applied for ten minutes in an attempt to seal the perforation. The outcome of the procedure is unknown. It is also unknown if the oad was in use when the perforation occurred. Per the opinion of the physician, the device was not related to the perforation. The cause was the highly calcified, twenty (20) year old chronic total occlusion and the perforation would have most likely occurred with the use of any device.